Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), product type: extension; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: extension; product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Analysis of the lead (B)(4) found that conductors 0, -2, 4, 5 and 9 were broken near the proximal end of the lead. There were broken conductors within 10 cm of the connector area. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), product type: extension; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: extension; product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. A supplemental report will be sent when analysis results are available. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The lead and extensions were returned for analysis on 2019-03-01. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that today ((B)(6) 2019), the patient had their existing lead replaced with a new 2x8 surgical paddle and their existing ins remained implanted. It was reported that they checked impedances intra-operatively and they were all within range and were also normal post operation. Post-operation the patient was feeling efficacious stimulation in all of their seven groups that were programmed. The rep stated that the neurosurgeon doing the procedure did cut the lead away from the ins, so they were sending the lead back in 3 pieces-the two legs and the paddle portion of the lead. The extensions were also being sent back. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received noting that the representative met the patient after the report of intermittent stimulation and tried programming all permutations of ten electrodes that did not have open circuits to no avail. They were unable to capture their chronic pain in the left inner arm and top of left hand. An ap/lateral x-ray was recommended. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient lost therapy on all 7 groups. Impedance testing was performed with reference 0 all >10000ohms, reference 8 >10000 are electrodes 0, 2, 4, 9, with electrode 1 at 4171ohms, and the restwere 546ohms - 957ohms, and reference 9 all >10000ohms. The patient had the following programming: group a 2+ 3- group b 0- 1- 2+ 3+ group c 1- 2- 3+ group d 4+ 5- group e 5+ 6- 7- group f 6+ 7-. The caller stated that the loss of stim seems to be very positional and that the patient was feeling stimulation at the time of the call with group c active but it would cut out. The patient fell 3 weeks ago because of a bad knee. The change in stimulation occurred at the same time that the patient fell. The patient increased stimulation to the max level and was not feeling it sometimes and other times they would feel stimulation. During the call, the caller programmed electrodes 8- 10+ and increased stimulation which resulted in the patient feeling stimulation in the palm. The caller stated that the patient has crps and needed stimulation in the back of the hand up their arm. The event started 3 weeks ago in (B)(6) 2018. Caller reports she has reprogrammed patient with 6 new groups and patient is only feeling intermittent stimulation. Groups: a: 1-3+ group impedance: 688 ohms b: 1-3-5+ group impedance: 535 ohms c: 1-3+10+ group impedance: 657 ohms, 3052 ohms, and 3683 ohms d: 1-3-10+ group impedance: 570 ohms e: 5-6-7+ group impedance: 404 ohms f: 1+3-5+ group impedance: 529 ohms. There was only intermittent stimulation with the new programming. The following impedance testing was performed: groups: a: 1-3+ group impedance: 688 ohms b: 1-3-5+ group impedance: 535 ohms c: 1-3+10+ group impedance: 657 ohms, 3052 ohms, and 3683 ohms d: 1-3-10+ group impedance: 570 ohms e: 5-6-7+ group impedance: 404 ohms f: 1+3-5+ group impedance: 529 ohms reference 7 electrode 6: 461 ohms highest electrode 4:13481 ohms reference 8 electrode 3: 543 ohms highest electrode 4: 13539 ohms reference 9 electrode 3: 741 ohms highest electrode 4: 14024 ohms reference 10 electrode 6-578 ohms highest electrode 4: 13657 ohms electrode 1: 13253 ohms electrode 3: 575 ohms rechecked impedance at 3v with patient walking: electrode 1: 3986 ohms electrode 3: 621 ohms reference 11 electrode 6: 644 ohms highest electrode 4-13904 ohms reference 12 electrode 6: 530 ohms highest electrode 4: 13657 ohms reference 13 6-527 ohms highest electrode 4: 13423 ohms reference 14 electrode 3 and 6: 530 ohms highest electrode 4: 14215 ohms reference 15 electrode 6: 441 ohms highest electrode 4: 14423 ohms. Caller reports she has reprogrammed and is not able to capture the pain coverage patient needs. It was reported that the patient needed to feel pain coverage on upper part of shoulder to palm of hand. No further complications were reported.